Event description:
A malfunction was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer's current pump had experienced at least three occurrences of this malfunction. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.